Event description:
It was reported to gore that on (B)(6) 2022, a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo). On (B)(6) 2022, the patient returned to hospital for a 48 hour electrocardiogram monitor to be fitted due to palpitations experienced the previous week. On review of the monitoring results, it was noted that during approximately one third of the recording, the patient had gone through atrial fibrillation. It was reported that, although the patient's medical history shows earlier episodes of palpitations, none had ever been found on prolonged heart monitoring prior to the implant of the device. Post pfo closure, the patient was started on clopidogrel and aspirin medication. However, upon diagnosis of atrial fibrillation, aspirin was stopped and the medication was changed to apixaban, clopidogrel and bisoprolol. The patient was reported to still have heart palpitations.

Manufacturer narrative:
Code "other": the gore® cardioform septal occluder remains implanted and is therefore not available for an investigation. Code c19 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Despite multiple attempts made, additional information on the patient's health status could not be obtained. The status of the patient is currently unknown.

Manufacturer narrative:
B5, event description: added information. The device remains implanted. Therefore, an engineering evaluation could not be performed. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment.